Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge as expected when placed on the charging pad, with the pad indicator blinking green instead of remaining solid; the user confirmed correct placement and different outlets were tried, and a replacement charging pad resolved the issue, indicating a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed a power source problem consistent with a charging malfunction localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.